Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached elective replacement indicator (eri) on (B)(4) 2016. The battery curve has some unexplained voltage drops. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert was triggered when the implantable cardioverter defibrillator (ICD) reached end of service (eos). This was reported as premature battery depletion with unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis found the battery to be depleted. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No hybrid anomalies were found. The cause of the depleted battery was not determined. A li-p lating breach was found along the top edge of the anode separator enclosure in segment 2, adjacent to the exposed cathode tab. Plated-li extended from the breach opening and touched cathode tab. Based on this analysis,premature battery depletion was the result of an internal short from the li-plating breaching the anode separator and making contact with the cathode tab.